Event description:
Medtronic received information that during use of a fusion oxygenator, the customer reported a membrane leakage from the device. The device was replaced to complete the procedure. There was no patient impact associated with this event. Additionally the lot number is not available as the packing material was discarded earlier before procedure. Medtronic received additional information that there was no damage observed to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack). Heparin was the anti-coagulant used. There was very minor blood loss around 30 to 40 ml as a result of this leak. No transfusion was required.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.